Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During an unknown respiratory surgery, the suture was detached from the needle easily. It was not a control release needle. Another product was used to complete the case. No sample will be returned. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product Complaint # (b)(4).Date Sent to the FDA: 7/24/2026.H6 Component Code: G07002 - No device problem found.This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Ethicon, or its employees that the report constitutes an admission that the product, Ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.H3 Investigational Summary: The product was returned to ETH for evaluation. Visual inspection revelated that two unopened samples that pertain to product code PFF2992E were received for analysis. Upon visual inspection of the samples, no defects were found on the packages. The packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no issue related to breakage suture or anomalies were observed during evaluation. Also, the functional test was performed using an Instron equipment, the pull force was above the minimum requirements. As part of ETH quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.D4/G4: Device is not distributed in the United States, but is similar to device marketed in the USA. Therefore, (01)GTIN is not available.